Event description:
It was reported that the patient presented in clinic for initial right ventricular (rv) lead implant. During procedure, fluoroscopy was performed and discovered that the rv lead was bent. The rv lead was not implanted, and a replacement was implanted successfully on (B)(6) 2026. The patient was stable throughout.